Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with a frozen screen and a constant tone alarm. Problem isolated to the motherboard. Unable to confirm a blank display.

Event description:
It was reported that the insulin pump had a frozen display after the battery was changed. It was stated that the customer was working with a laptop and then he noticed that the device had a blank display. Troubleshooting was performed. It was stated that the device was rested for two hrs, and the insulin pump was unresponsive. Advised the customer's mother to remain on a back up plan of manual injections. No further info was provided.